Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-130mg/dl not fasting. Verified the strips expire 06/18/2017. Customer confirms the strips are stored properly and were first opened 2 months ago. Customer performed back to back blood test, 111mg/dl and 112mg/dl fasting. Reviewed meter memory: 51mg/dl, (B)(6) 2015, 09:30:52 pm, fasting: no. 64mg/dl, (B)(6) 2015, 10:43:52 pm, fasting: no. 99mg/dl, (B)(6) 2015, 05:21:52 pm, fasting: no. 94mg/dl, (B)(6) 2015, 05:31:52 pm, fasting: no. 80mg/dl, (B)(6) 2015, 11:17:52 am, fasting: no. Based on the customers expected results 130mg/dl and the highest result in memory 51mg/dl, the complaint is reportable (zone b/d). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-130mg/dl not fasting. Verified the strips expire 06/18/2017. Customer confirms the strips are stored properly and were first opened 2 months ago. Customer performed back to back blood test, 111mg/dl and 112mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).